Manufacturer narrative:
The impella 5.0 pump was not returned by the customer, therefore, a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year- old (B)(6) male patient had impella 5.0 pump inserted. There was a pump stop after six (6) days of support, and another 5.0 pump was used.